Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient received an inappropriate shock an episode of svt that the ev ICD detected as ventricular fibrillation (vf). It was noted that the match scored had improved; however, it was not yet sufficient. The patient was admitted to the hospital for an electrophysiology (ep) study, and additional reprogramming was conducted. The patient was very anxious. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 ICD implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy for several episodes of supra ventricular tachycardia (svt). It was noted that the episode had a sudden onset and the wavelet match scores were poor therefore therapy was delivered. It was also reported that a previous episode had been appropriately withheld due to oversensing noise of the lead. A new wavelet template was collected at a higher rate and the extravascular implantable cardioverter defibrillator (ev-ICD) system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was dancing and received an inappropriate shock from the ev-ICD for an episode was deemed to be supra ventricular tachycardia (svt) with sudden heart rate increase from 350ms to 240ms (narrow complex similar to intrinsic). It was noted that initially therapy was withheld due to wavelet, match score and then smart noise (r-wave amplitude appears to be small and therefore classified as noise), then towards the end of the episode the wavelet has a poor score and therapy was delivered. The patient then went and had an svt ablation procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the svt was identified as supraventricular rhythm af/atrial flutter and that the patient is a participant in a clinical study.